Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for two patients that were not reported out of the laboratory. The following results were provided (reference range =0.0342 ng/ml): (B)(6) 2026, sid (B)(6), 52 year old male, initial troponin result= 1.5598 ng/ml; repeat result= 0.0020 ng/ml, 0.0022 ng/ml (B)(6) 2026, sid (B)(6), 77 year old male, initial troponin result= 0.6424 ng/ml; repeat result= 0.0046 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98, troponin-I stat high sensitivity, with 510k/PMA/bla number k191595.